Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure while the surgeon was clutching to adjust his grip, the fenestrated bipolar forceps instrument opened wider than normal as soon as he matched his grip, then when the surgeon rotated the instrument, it was noticed that the cable was broken. No tissue was in the grip and there was no injury. The instrument had 5 lives left. The procedure was completed with no reported injury.